Event description:
It was reported that this right ventricular (rv) lead was damaged or fractured. Additional information received which indicated that when this lead was connected to the header, a tug test was performed and visually the lead was unravelling. Furthermore, it was seen visually. This lead was replaced and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.